Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported for migration of device or device damaged by another device from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery and a lesion in the proximal diagonal artery. The 2.75x38mm xience xpedition stent implant was successfully deployed in the lad artery without any reported issue. The 2.5x15mm xience xpedition stent implant was successfully deployed in the diagonal artery without any reported issue. Mini crush was performed at the bifurcation. During post-dilatation with an unspecified balloon dilatation catheter (bdc), the deployed 2.5x15mm xience xpedition stent implant was pushed/migrated forward into healthy tissue. A 2.5x12mm xience xpedition stent implant was deployed to treat the portion of the target lesion left untreated when the 2.5x15mm xience xpedition stent was pushed/migrated forward. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.